Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d4: additional device information - correction h2: correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior physical visual inspection was performed and passed. Voltage measurement test was performed and failed due to 0 vdc. A review of the share logs was performed and signal loss was not found within the investigation window. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.